Event description:
Initial reporter indicated that the patient had been admitted to the hospital for episodes of syncope. The patient reported that she had not had her vns checked for a long time and could not remember the last time, it was checked. Reported "has been in hosp 4 times recently for syncopal episodes and was concerned if vns was working properly." Good faith attempts have been made for additional details surrounding the event and the relationship to the vns.